Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 8 minutes: 1.2 mmol/l, 18.6 mmol/l, 18.4 mmol/l and 18.5 mmol/l. Customer had hyperglycemic symptom of being very thirsty at the time of the 1.2 mmol/l result. The customer at a handful of jelly beans between the 1.2 mmol/l result and the other results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.